Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was used. After achieving transeptal access, the sheath was inserted. However, during the flushing process, persistent backflow was observed. Consequently, the sheath was replaced, and the procedure was completed successfully without any complications for the patient. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was used. After achieving transeptal access, the sheath was inserted. However, during the flushing process, persistent backflow was observed. Consequently, the sheath was replaced, and the procedure was completed successfully without any complications for the patient. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. The reported clinical observations were confirmed by the analysis results.